Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 69-year-old male with acute decompensated chronic cardiomyopathy was supported with an impella 5.5 inserted via the right axillary/subclavian artery. The patient's pre-support condition was reported as society for cardiovascular angiography and interventions (scai) stage a shock. The patient was receiving extracorporeal membrane oxygenation as the primary means of circulatory support. Comorbidities were not reported. After approximately 25 days of support, the bedside nurse reported purge flow of approximately 2.6 ml/hr and purge pressure values in the 900 mmhg range. Due to concern for a purge-related obstruction, the provider elected to administer tissue plasminogen activator. No additional details were available. Two days after the reported event, the patient underwent bridge-to-transplant therapy. The patient survived to explant of the impella 5.5.